Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28217. It was reported that the patient presented for generator change and lead revision. The patient's right ventricular (rv) lead had a high capture threshold meanwhile its impedance values looked stable. In some occasional episodes, no conducted beats or consistent escape beats were seen. During the surgery a lead repair kit was applied on the right atrial (ra) lead, though the electrical values for this lead were stable. The physician elected to explant and replace the rv lead successfully. The patient was in stable condition.